Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported she experienced symptoms described as "lightheadedness and nausea" and reported she "passed out and hit the floor". Customer self-treated wit orange juice and denied third-party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and tested with retained test strips. The meter powered on with button press and test strip insertion. No errors or new issues were observed. The complaint is not confirmed.